Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a discolored display. The auditory and vibratory features were operational. The bolus button cover was missing from the pump and the button function could not be tested. The keypad cover was intact and there were no tactile issues with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored and the bolus button cover was missing. This report is made based on the results of investigation completed on 08/27/2015.